Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set leakage event on 25 mar 2026. The leakage was at insertion site. The patient replaced the infusion set and resumed insulin deliveries successfully.